Event description:
It was reported that an arteriotomy closure of the moderately calcified right femoral artery was attempted using a proglide after an interventional procedure. Reportedly, when the needle plunger was pushed, an anomaly was noted and the needle plunger could not be advanced to the distal end of the body of the device. The needle plunger was removed and the suture did not come out with the needle plunger. Manual arterial compression was used to achieve hemostasis. When the device was removed it was checked and the posterior needle was found bent and the posterior foot was not deployed. There is a possibility that the posterior foot was separated and remained in the patient's inferior limb area; however, an angiograph was done and did not show a fragment of the foot remaining in the body. There were no reported adverse patient sequelae. The physician is reported to be in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The device was returned for analysis; however, it was inadvertently discarded at the manufacturing facility prior to evaluation. The information provided by the customer states, when the device was removed it was checked and the posterior needle was found bent and the posterior foot was not deployed. Photos of the device were provided and were consistent with a bent needle and posterior foot break. While the photo confirms a bent needle and posterior foot break, the location of the posterior foot fragment is unknown; it is not included in the photos. It is unknown at what point in time the posterior portion of the foot fully separated. The small foot piece could potentially have fallen off after the device was removed from the patient and become lost in the drapes. However, there is a possibility that the posterior portion of the foot was separated while in the patient anatomy and remained in the patient's artery within the inferior limb area. The foot is made of dense plastic which is not radiopaque. There was no report of any alteration in blood flow distal to the femoral artery access site which may occur if a fragment of the foot remained in the patient's artery. From the reported case, the user was in training. User technique could have influenced the failure observed for this incident. The reported user experience is consistent with incorrect needle trajectory. A change in angle or torque of the device during use could translate to a change in needle trajectory which could cause the posterior needle to strike the posterior foot instead of connecting with the posterior cuff in the foot pocket during plunger deployment. Incorrect needle trajectory can be caused by, but is not limited to manufacturing, user technique or challenging anatomical conditions. As the needle travels through tissue, the needle can be influenced by more dense tissue such as scar tissue and calcification and can be deflected by these tissues. The amount of deflection will depend on the severity of the anatomical conditions. The patient in this incident had moderate calcification and peripheral vascular disease. Under special patient populations in the instructions for use it states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following patient populations: patients with femoral artery calcium, which is fluoroscopically visible at the access site. Based on the reported information, the most likely cause is related to operational context related to user technique and/or anatomical conditions. The conditions during use likely caused the needles to deflect from their intended trajectory anteriorly, missing the foot cuff pocket and posteriorly striking the foot; leading to a failure to deploy the plunger, bent needle and no suture harvest (cuff miss). A review of the manufacturing records associated with the foot component, as well as, the overall proglide device found no quality or manufacturing issues associated with this lot. During testing, the needle is partially deployed to verify the travel path (trajectory) to the cuff within the foot, thus ensuring proper deployment. A sample is taken from the lot for destructive functional test to verify the quality of the lot. This lot met all lot acceptance testing specifications. A query of the complaint handling database revealed no indication of a lot specific product quality deficiency.